Event description:
Legal claim received. It is alleged that the patient suffers from pain, clicking/popping, and elevated levels of cobalt chromium. Update rec'd 12/12/2013 - medical records received. The doi was provided. There is no new additional information that would affect the existing MDR decision. Records are attached. Additional records can be found on the l drive for further review. The complaint was updated on: 12/23/2013. Update rec'd 6/27/2014- medical records received. A dor was provided and this complaint is for the left hip. After review of the revision operative note there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 7/10/2014. Update rec'd 9/18/2014- medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/14/2014. Update rec'd 10/17/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort. We are adding the stem to address the elevated metal ions. A doi month was given.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. X-rays were received and reviewed. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Update 12/2/2014- pfs and medical records received. A correct doi was provided. After review of the medical records for MDR reportability, the revision operative note indicated synovitis and large effusion. There is no new additional information that would affect the existing MDR decision.